Event description:
It was reported that this lead exhibited a product performance issue. Subsequently, this device system was explanted and replaced. This lead has not been returned for analysis. No additional adverse patient effects were reported.